Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. Patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent a mesh implant on (B)(6) 2008, due to intrinsic sphincter deficiency. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2013, the patient underwent vaginal removal of mesh, revision of sling, revision of enterocele, posterior colporrhaphy and cysto urethroscopy due to vaginal pain, dyspareunia, dysfunctional voiding and dysfunctional defecation following previous reconstructive procedure and suburethral sling.